Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the sample port on drain bag cut into patient leg. Patient saw doctor and prescription was provided. Patient preferred brd802001, that they used to received. No medical intervention was reported.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegement against the bard/bd device. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sample port on drain bag cut into patient leg. Patient saw doctor and prescription was provided. Patient preferred (B)(6), that they used to received. No medical intervention was reported. Per customer contact via phone on (B)(6) 2022, it was stated that there was no actual cut from the sample port of the drain bag. Patient stated that they preferred a bag with no sample port because they were afraid of possible skin irritation or a sore developing from the sample port rubbing the patient's leg. No medical intervention was needed because no actual injury occurred.